Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that only 1 of the patient's electrodes was working. Two electrodes stopped working in 2011 and one electrode stopped working in 2014. The patient was not feeling stimulation and had a return of symptoms in (B)(6) 2015. The patient experienced a loss or change of therapy. The patient had tried all 4 programs and had increased and decreased, but was not able to feel stimulation on any of the programs. The patient's therapy was on. There were no trauma or falls that could be related to the issue. The patient's health care provider (hcp) couldn't get them in until december and recommended the patient call the manufacturer for troubleshooting. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.